Manufacturer narrative:
Updated the device serial number to report the correct device serial number.

Event description:
It was reported that the retaining pin on the cot was adjusted to low causing the cot to become stuck on the fastener while unloading. During the act of pulling the cot out of the ambulance the emt injured their shoulder and elbow.

Manufacturer narrative:
The emt received an MRI and received sessions of physical therapy.

Event description:
It was reported that the retaining pin on the cot was adjusted to low causing the cot to become stuck on the fastener while unloading. During the act of pulling the cot out of the ambulance the emt injured their shoulder and elbow.